Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt was returned for investigation and failed incoming functional testing. Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was severed. The root cause for the severed cable was excessive force. There is no indication the severed cable caused or contributed to the patient death as the system was able to detect vt rhythm on the date of event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 12:26:39 on (B)(6) 2022. At 13:38:37 , an arrhythmia was detected. ECG showssinus tachycardia @ 100 bpm with pvcs that transitions to vt @ 260 with CPR/motion artifact and electrode lead falloff. The patient remained in vt with CPR/motion artifact and electrode lead falloff for 4 minutes and 59 seconds until the rhythm self-converts to sinus bradycardia @ 50 bpm with bbb, pvcs, motion artifact and electrode lead falloff. CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The electrode belt was disconnected at 14:00:41 on (B)(6) 2022.